Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review for part#03.610.603 lot#4860506: release to warehouse date: 28-feb-2005, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Additional release to warehouse date: 04-feb-2010. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, while performing a c4-c7 anterior cervical discectomy and fusion (acdf) with a c5 corpectomy a self-retaining screw driver and the screw head broke. It was explained that as the surgeon was screwing in one of the quick lock screws to secure the plate at c4 (possibly on left side). The remaining portion of the screw was left implanted and was not extracted while the broken screw head was reportedly easily removed. There was reportedly no additional drilling performed. A second, back-up screw driver was available which also malfunctioned; a third and a fourth screwdriver were available for use and they also malfunctioned. While he was able to do this, the drivers kept slipping; they were not gripping the head of the screw. The surgeon was able to successfully complete the surgery, screwing in the screws, with the final, fifth screw driver. The drivers were further inspected and it was identified one was clearly bent and two of the others had a bent prong. The reported indicated that he was unsure which of the three back up drivers malfunctioned at which time. There was a 15 minute surgical delay due to the reported events but there was no harm to the patient. Planned intraoperative x-rays were taken and no additional medical intervention was required. No additional information is available. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) self-retaining screwdriver that broke intraoperative. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part # 03.610.603, lot # 4860506. One screwdriver was returned to manufacturer for investigation. A visual inspection, device history records review and drawing review were performed as part of this investigation. The returned instrument was examined and the complaint conditions were able to be confirmed in each instance. The prongs on all distal tips were found to be deformed and one prong was broken and missing from lot 4860506. The self-retaining screwdriver for quick lock screws is one of two instruments specifically utilized to insert cslp quick lock screws. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A definitive root cause was unable to be determined however the complaint condition is consistent with wear and tear and/or improper technique. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A device history record review for part#03.610.603 lot#4860506: release to warehouse date: feb 04, 2010, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.